Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited intermittent output at the time of pocket closure. The patient is pacemaker dependent. The pocket was reopened and the ipg was explanted.